Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the cause of the embolization was related to the vascular plug intervention on the pre-existing surgical valve.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a patient who underwent a valve in valve implant of a 23mm sapien 3 valve in a 25mm mosaic valve (unknown duration) in aortic position by transapical approach. The sapien 3  valve was positioned within the mosaic valve and slowly deployed under rapid pacing. The final valve position was noted to be approximately 60/40. A moderate pvl was noted by angiogram. The valve was post dilated, and the angiogram showed improvement, but there was still a moderate leak. The operators post dilated again, however the leak persisted. Tee confirmed the pvl was outside of mosaic valve. No leak was noted through the sapien 3 valve or between sapien 3 valve and mosaic valve. The physicians decided the pre-procedure pvl of mosaic was under qualified initially as mild-moderate, but once the sapien 3 valve was in place the flow through the existing mosaic pvl was much higher. Physicians decided to plug mosaic pvl with vascular plugs. The operators crossed the defect with wire and attempted to advance an 8.5f agilis catheter through defect to deliver plug. The wire was through a strut of the sapien 3 valve and the sapien 3 valve was physically embolized into the left ventricle by the advancing agilis catheter. The patient was immediately converted to aorto-femoral bypass on pump. The sapien 3 valve was explanted and a surgical avr was performed successfully with a percival xl valve. Patient stable and recovering.